Event description:
A repositioning procedure took place and this lead was successful repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in pacing thresholds was noted during a follow up resulting in loss of capture. Pacing failure was also seen. An x-ray was done and an right ventricular (rv) lead dislodgement was alleged. A repositioning procedure will be performed. No adverse patient effects were reported.